Manufacturer narrative:
(B)(4). Not returned.

Event description:
The reporter indicated that the surgeon implanted a 11.5 mm icm115v4 implantable collamer lens, -13.0 diopter in to the patient's left eye (os) on (B)(6) 2012. The lens was explanted on (B)(6) 2016 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved. The patient's post-op best corrected visual acuity was 20/20.

Manufacturer narrative:
Product evaluation found that the lens was returned dry in the lens container, but there was clear surgical residue/debris on product. Visual inspection found haptic bent and deformed. (B)(4).